Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used and one unused representative sample were received for evaluation. A visual/microscopic inspection of the used sample showed that the cannula was bent. A visual/microscopic inspection of the representative sample revealed no abnormalities and the assembled v-clip was within specification. A simulated use test was performed on the representative unit by activating the safety mechanism. The sample was within specification, the v-clip activated appropriately, and the cannula was not bent. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6055412. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a 18 g x 45 mm bd venflon¿ pro safety peripheral safety IV catheter did not, or only under great difficulty, go into the safety shield during use. There was no report of injury or medical intervention.